Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that during a procedure conducted at the user facility the drill bit had fractured while inserting it through the drill guide. It was confirmed that the fractured portion of the drill bit was not left within the patient.